Manufacturer narrative:
The specimen was drawn in sarstedt 2.7 ml monovette edta k2, stored at room temperature, and processed between 30 minutes to 2 hours. The specimen was mixed using a mixer machine low (soft) number of revolution 1-2 minutes. The controls were acceptable for this event. The raw data provided by the customer illustrates that the white blood count (wbc) histogram was moderately high at the front, but the pattern was not the type of typical platelet clump, so the complete blood count (cbc) module did not set a flag. In the nucleated - red blood count (nrbc) module, there were many debris events, but the pattern analysis did not meet the internal criteria required for being classified as a clump. Thus, the cause is that the sample did not meet internal criteria or exhibit typical platelet clump pattern necessary for the algorithm to trigger a platelet clump flag. Service was not dispatched for this event, as this was a sample specific event. Per bec product labeling, giant platelets, platelet clumps, white cell fragments, electronic noise, very small red cells, red cell fragments are interfering substances for plt. Beckman coulter recommends avoiding the use of one type of message or output to summarize results or patient conditions. There may be situations where the presence of a rare event may fail to trigger a suspect message.

Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the unicel dxh 800 coulter cellular analysis system generated a falsely low platelet value for one (1) patient specimen with platelet clumps, in both the complete blood count (cbc) and cbc differential (cd) modes, without instrument generated flags. The erroneous results were not reported out of the laboratory. Per laboratory procedure, a manual smear review was performed because the platelet value was lower than 100.000 plt/ul. The manual plt estimate indicated a higher platelet value, with platelet clumps observed. In addition, an analysis was performed using a tube not supported by bec (sarstedt thromboexact tube) and 325.00 plt/ul value was obtained. The same specimen was also rerun on a competitor's instrument (sysmex) and the instrument provided a plt clump flag, consistent with platelet clumps observed by manual review. There was no death, injury, or affect to patient treatment associated with this event.